Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level above 400 (mg/dl) and diabetic ketoacidosis. While hospitalized, the customer was treated with intravenous insulin and fluids and released approximately two days later.